Manufacturer narrative:
Patient identifier: (B)(6). Device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific (bsc) quality engineer. A review of the media associated with this complaint identified no issues with the valve or valve placement which could potentially have contributed to the complaint incident.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) second degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of antiplatelet medication other than aspirin at the time of the index procedure. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Lbbb was noted post balloon valvuloplasty. Next, subsequent deployment of a 25 mm lotus edge valve was deployed into the proper anatomical location. Post procedure event summary: 7 days post index procedure, the subject developed lbbb and 2nd degree av block. No diagnostic test was performed for the event. Hospitalization was prolonged. On the same day, a new permanent pacemaker was implanted successfully and the event was considered recovered. 11 days post index procedure, the subject was discharged on clopidogrel.

Event description:
Respond edge post market study. It was reported that left bundle branch block (lbbb) second degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of antiplatelet medication other than aspirin at the time of the index procedure. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Lbbb was noted post balloon valvuloplasty(bav). Next, subsequent deployment of a 25 mm lotus edge valve was deployed into the proper anatomical location. Post procedure event summary: 7 days post index procedure, the subject developed lbbb and 2nd degree av block. No diagnostic test was performed for the event. Hospitalization was prolonged. On the same day, a new permanent pacemaker was implanted successfully and the event was considered recovered. 11 days post index procedure, the subject was discharged on clopidogrel. It was further reported that on the same day during the index procedure, the subject developed complete lbbb, first-degree atrioventricular block which was already present on the baseline electrocardiogram(ECG) had become worse and an episode of symptomatic second-degree type-I av block was noted. It is corrected that bav was not performed during the index procedure, as privously reported. During the follow up pacemaker procedure, while inserting the boston scientific(bsc) lead into the right ventricle with anchorage at the septum, recording instability of the fixation system was noted. Due to the instability of the bsc lead, a non-bsc active fixation lead was inserted into the right ventricle and anchored into the middle septum. The previously reported pacemaker implant was a new dual chambered non-bsc permanent pacemaker.

Manufacturer narrative:
A1: patient identifier: (B)(6). B3: date of event: corrected from (B)(6) 2020 . H3: device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific (bsc) quality engineer. A review of the media associated with this complaint identified no issues with the valve or valve placement which could potentially have contributed to the complaint incident.